Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain, spinal pain and lumbar radiculopathy. It was reported that the patient has a "knot in the area of the leads". The lead was checked under fluoroscopy, and sent for an anterior-posterior view of the lead. The patient has been scheduled for an appointment with the doctor and the rep for (B)(6) 2018 to evaluate the system. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on 2018-mar-13. It was reported that the result of the fluoroscopy of the lead appeared to be the strain relief loop becoming superficial to the skin after a 50 pounds weight loss. The ¿knot issue¿ was not yet resolved, a referral has been made to a surgeon for evaluation and pocket revision. There were no further complications reported or anticipated.